Event description:
Information was received that the patient died approximately 14 months post implant of the implantable cardioverter defibrillator (ICD) system. The death was classified as sudden cardiac death. It was unknown if the death was related to the ICD system. No additional information is available. The patient was enrolled in the attain performa clinical trial.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).